Manufacturer narrative:
Correction: aware date for initial report should be april 7, 2021 (not january 22, 2021). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
See h10 for corrected info.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on january 22, 2020 regarding an implantable neurostimulator (ins). The reason for call was to get MRI information. The caller indicated that the patient's ins battery is dead. The caller indicated that the managing md is dr. (B)(6) or dr. (B)(6), the caller did not know the first name of the md. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical support services (tss) reviewed MRI information. Then, on april 7, 2021, the patient was contacted to obtain additional information regarding the january 22, 2021 report, and they provided clarification. They reported that their ins had gone dead and went into overdischarge for a 3rd time because they had forgotten to recharge the ins. They noticed this around (B)(6) 2021. They spoke with a rep in february 2021 to see if the ins could be pulled out of overdischarge, but the rep explained to them that if the ins had gone into overdischarge a 3rd time, then they wouldn't be able to pull it out of overdischarge. The patient ended up having the ins removed on (B)(6) 2021 so they could have a fusion surgery on (B)(6) 2021. The patient stated that if the fusion surgery works, then they won't get another ins implanted. The patient did not know what was done with the ins after it was explanted. Additional information was received from the manufacturer representatives (reps) on april 7, 2021. It was reported that there was no record of any female representatives nor clinical specialists that had met with the patient since 2019. The clinical specialists were contacted and they confirmed they do not recall speaking with this patient. The ins was discarded by the va, so it will not be returned for analysis.